Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, as a result the touchscreen was replaced. It was also noted that the programmer would not turn on, the stylus was missing, the floppy disk drive was damaged, the sticker on the cable bay was ripped off the label, and there were errors found in the software update history. As a result the power supply was replaced, the floppy drive was replaced, the stylus was added and the sticker was replaced. (B)(4).

Event description:
It was reported that the touchscreen was faulty. The programmer was returned to the manufacturer for servicing. There was no patient involvement.